Event description:
It was reported that the patient's blood glucose level has been running between 300-400mg/dl over the past few days. The patient reportedly has experienced increased thirst. The patient changed the infusion site 2 times however the patient's blood glucose level did not resolve. The patient changed their infusion site 2 days prior and there was blood in the cannula.

Manufacturer narrative:
Adverse event should be checked, product problem was checked inadvertently. Serious injury should be checked, malfunction was checked inadvertently.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.